Event description:
Additional information was received from a manufacturer representative (rep). It was reported that they were not able to determine why the system didn't work for the patient. The patient stated that they had been seen at two separate places. The patient refused to try just reprogramming and just wanted it out, so they removed it.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0mn9k, explanted: (B)(6) 2016, product type: lead. Product ID 3889-28, lot# va0mn9k, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer via a manufacturer representative reported that the patient's system never worked and they wanted it out. The patient was seen multiple times by their health care provider (hcp) and no programming had helped. It was unknown if any environmental, external, or patient factors led to the event. The patient's system was explanted on (B)(6) 2016. It was unknown if the issue was resolved at this time. The patient status was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.